Event description:
It was reported that there was chronically low impedance and intermittent sensing at the most sensitive settings. The atrial lead w as capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4024-58 lead, implanted: (B)(6)1996. (B)(4).